Manufacturer narrative:
Event site postal code: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the customer attempted inserting the sheath but noticed the orange cap was damaged. Therapy was continued using a new sheath. There was no patient harm or adverse event reported.

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the customer attempted inserting the sheath but noticed the orange cap was damaged. Therapy was continued using a new sheath. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Reference complaint # (B)(4).

Manufacturer narrative:
The dilator was returned inserted in the maquet sheath with no visible blood on the exterior of the assembly. No damage noted. The iab was not returned. Product evaluation - further visual examination revealed that the sheath cap was detached from the sheath hub assembly. The sheath and cap were then returned to the respective supplier (bipore medical devices) for further evaluation, whom determined the following: ¿ there were no missing components within the sheath assembly. ¿ there were no signs of molding defects. ¿ there was evidence of adhesive inside the sheath cap. However, it was an insufficient amount to bond both the cap and sheath hub assembly. Conclusion: the supplier determined that the sheath and cap were detached due to an insufficient amount of adhesive between the two components. Due to this, the supplier has tightened inspection levels for the detection of loose and/or detached sheath caps. Additionally, the supplier performed a review of recent manufacturing lots, which did not reveal changes in quality trending. The evaluation confirmed the reported problem. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period may-2019 through apr-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Event description:
N/a